Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Frame is broken where the back angle brackets were screwed in together and that they were so close that is caused the break.